Manufacturer narrative:
(B)(4). The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Mfg. Site name - (B)(4) medical. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during a sling procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician experienced difficulty passing the trocar through the patient's tissue, but ultimately succeeded. In addition, during removal of the sleeve, when the physician cut the exposed suture on the patient's left side, the suture retracted into the tissue with the mesh. The plastic sleeve was removed, but the suture was not retrieved from the patient. There were no patient complications reported as a result of this event.